Event description:
A peritoneal dialysis patient contact reported that the patient has peritonitis. Upon follow up, the pdrn confirmed that the patient experienced cloudy peritoneal effluent. The patient provided sample for cultures on (B)(6) 2022. The culture results were reported as elevated white blood cell (wbc) count and growth of the bacteria staphylococcus. The patient was initiated on vancomycin, , every 5 days, dosage and number of doses unknown, and ceftazidime 2 grams daily, intra-peritoneal (ip). Additionally, the patient was advised to use heparin, per standing orders. The patient is recovering and continues pd treatment with the same cycler without any issues. The pdrn confirmed there are no issues with fresenius device or product in relation to the event of peritonitis. It was reported the event of peritonitis is attributed to patient touch contamination during the pd exchange.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of the organism staphylococcus which is an organism that is found on human skin. Therefore, based on the reported information, the patient¿s peritonitis can be reasonably attributed to touch contamination during the pd exchange, as reported by the patient¿s nurse.

Event description:
A peritoneal dialysis patient contact reported that the patient has peritonitis. Upon follow up, the pdrn confirmed that the patient experienced cloudy peritoneal effluent. The patient provided sample for cultures on (B)(6) 2022. The culture results were reported as elevated white blood cell (wbc) count and growth of the bacteria staphylococcus. The patient was initiated on vancomycin, , every 5 days, dosage and number of doses unknown, and ceftazidime 2 grams daily, intra-peritoneal (ip). Additionally, the patient was advised to use heparin, per standing orders. The patient is recovering and continues pd treatment with the same cycler without any issues. The pdrn confirmed there are no issues with fresenius device or product in relation to the event of peritonitis. It was reported the event of peritonitis is attributed to patient touch contamination during the pd exchange.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.